Event description:
It was reported via a call report. The rn in the cardiac care unit (ccu) called to question why pressure values did not appear after manual calibration was performed. The rn stated that the pump was switched out in the cath lab after the intra-aortic balloon (iab) had been inserted. The rn performed a manual calibration using the central lumen map and the light bulb turned white, fiberoptix sensor (fos) iab cal values manually adjusted, but the rn said all pressure readings were zero. While the rn was waiting to be connected to the hotline the pressure values reappeared and are correct for the pt condition. The clinical support specialist (css) verified the intra-aortic balloon pump (iabp) is pumping without alarms. The css explained that the calibration would change all the pressure values to the map selected. If the rn pressed the arterial pressure (ap) select button again, the pump switched to the central lumen or monitor ap which may have caused the zeros to appear. The pump automatically switched back to the fos ap and the pressure values reappeared within 10-15 seconds. The rn verbalized understanding of above. The rn stated the initial pump was switched out because there have been a few failure to zero episodes with the same pump and the pump was being sent to biomed to be checked. The rn did not have the serial number for the pump to be sent to biomed. The iab was inserted via a sheath into the pt's femoral artery. On (B)(6) 2012 the following info was rec'd from the field service engineer that the biomed engineer did not confirm a zeroing problem or "holding pressure" problem with this pump. As a result the pump was returned to service.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.